Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, while using a hiwire nitinol hydrophilic wire guide, coating delamination occurred. This was noted to have occurred over several cases, but the total is unknown. This event is linked to patient reference (B)(4) and (B)(4). Olympus rigid cystoscopes and flexible digital ureteroscopes were used with the complaint devices, and both had the issue with the hiwire occur. The user found that there was damage to the tip of the scope. Another wire was used to complete the procedure. Investigation : evaluation a document based investigation was performed including a review of complaint history, the instructions for use, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Supplier investigation no product was returned to lake region medical for evaluation. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Additionally, no lot information was provided. The lack of lot traceability prevents performing a device history review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. Based on the information provided, it appears that device interface factors may have impacted on the event as reported. The instructions for use (IFU), does not provide any information related to the reported failure mode. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded based on the reported information the cook wire guide was likely damaged by the scope that was used in the same procedure. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Occupation: other non-healthcare professional: manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, while using a hiwire nitinol hydrophilic wire guide, coating delamination occurred. This was noted to have occurred over several cases, but the total is unknown. This event is linked to patient reference (B)(6) and (B)(6). Olympus rigid cystoscopes and flexible digital ureterescopes were used with the complaint devices, and both had the issue with the hiwire occur. The user found that there was damage to the tip of the scope. Another wire was used to complete the procedure. No adverse effects to the patient were reported.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.